Event description:
Pt called lfs in 2001 alleging surestep meter had been giving false high readings. The following info is documented by ccr. Pt stated that they have no feelings in their legs. Pt is on a sliding scale, and also takes pills. If bg reading is above 200, pt takes insulin. Pt obtained a bg reading of 365, 361 and 463. There was no treatment with those readings. Pt said they have been feeling very angry (kind of like road rage); customer said they fall and stagger sometimes. Pt is comparing their readings to the way they feel. Meter is set to mg/dl and code # is set properly. Pt compared pt's meter to the hosp/blood bank lab and claims that their meter reads higher than pt's. Pt does not recall the readings. Unknown if customer took insulin when they obtained the readings of 365, 361 and 463.